Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Handle broke during surgery.

Manufacturer narrative:
Following investigation by the supplier, it was identified that chemical attack was likely to be causing the cracking of the handle material during hospital processing. A new material is now to be used following recommendations from the raw material supplier. The complaint shall be closed with a justified conclusion; it shall be entered onto the complaints database and monitored through trend analysis.